Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced bleeding, discomfort, and irritation at the infusion set site. Reportedly, the customer had developed a deep tissue site infection and was hospitalized on (B)(6) 2017. Vancomycin and oral antibiotics were administered to address infection. Blood glucose level were in the 100s mg/dl. Customer was released from the hospital on (B)(6) 2017. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.